Event description:
A malfunction code labeled as malf 16 was reported, and it was confirmed that no notable events occurred prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl, indicating there was no adverse impact on the customer's blood glucose level. Technical support decided to replace the pump, instructing the customer to use multiple daily injections as a backup therapy. The customer was guided on putting the pump into storage mode and was instructed to return the malfunctioning pump using a pre-paid label within ten days.